Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles. The patient alleges to having headaches and sinus congestion. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles. The patient alleges to having headaches and sinus congestion. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found liquid ingress and dust contamination in the blower, blower box and the underside of the blower assembly. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of liquid ingress and fibrous contamination in the bottom cover and near the right front screw boss near the wiring. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 4 instances of: e-4 and 8 instances of: e-200. The manufacturer concludes the contaminates found were consistent with liquid ingress and dust. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. .